Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that the patient had a pump that was not working. The hcp indicated that it was unknown if the pump was turned off or was "just not working, but it was confirmed that no pump alarms were heard.